Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer was not opened completely. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer and t-shot found both slide rail was started failing. Fse replaced the rail and tested. Verified all bus/cable connections and drawer/pocket operation. The system functioned as intended after the field service engineer repaired the device.